Manufacturer narrative:
No device associated with this report was received for examination. Patient medical records have been reviewed. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 7/19/16 - pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 5/23/2016: legal claim received alleging metallosis and adverse tissue reaction. On 6/1/2016: litigation and medical records received. Litigation also alleged pain, discomfort, and elevated metal ion levels. The revision operative note indicated osteolysis and corrosion. There was no mention of metallosis or adverse tissue reaction. No labs were provided for the alleged high metal ion levels.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: g1, g2 and h6. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null, device history batch : null, device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs reviewed, in addition to what was previously reported, patient also alleges extreme pain which prevented him from performing normal daily activities and walking up stairs. After review of medical records for MDR reportability, it was reported that the patient was revised to address extreme pain and osteolysis. Revision note stated, there was corrosion of a significant degree at the head and neck junction. There was lysis along the stem.